Event description:
Caller reported damage to pump housing surrounding usb port, which affected charging ability, there was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.